Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-19-2024 patient reported that 2 infusion sets patch did not stick to skin upon insertion. The infusion sets was in use for 3 days. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1922439 - MDR 3003442380-2024-16663 - device 1 of 2.